Manufacturer narrative:
Evaluation of the returned lantern revealed multiple ovalizations in its distal shaft. If the device is forcefully gripped or pinched, or otherwise mishandled during use, damage such as this may occur. This damage likely contributed to the reported the lantern stuck in the hub of the non-penumbra catheter during the procedure. During functional testing, the returned lantern was unable to be advanced through the hub of the non-penumbra catheter due to the ovalizations in its distal shaft. The demonstration lantern was able to be advanced through the non-penumbra catheter with resistance. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a lantern delivery microcatheter (lantern) and an angiographic catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the lantern became stuck in the hub of the angiographic catheter and was unable to advance further into the catheter despite use of the peel-away introducer sheath. Therefore, the lantern was removed. The procedure was completed using a non-penumbra microcatheter, ruby coils, and the same angiographic catheter. There was no report of an adverse effect to the patient.